Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr d/l powerpicc catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed near the 3cm depth marking. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: longitudinally-aligned split with outward flaring edges. Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site but it was unknown if the occluding material had entered the catheter following the burst event. A band of red/brown catheter discoloration surround the split on each side. The complainant had indicated that the catheter was used with a securacath device and that the device would have been placed just distal of the split. A possible explanation for the burst is compression of the catheter by the securacath device, as it was placed within the tapered region of the catheter, which could have increased pressure in that region. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rect2004 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 5 fr d/l powerpicc ruptured during power injection. It was documented that I had a positive blood return and easy flush overnight, as well as just prior to the injection. Catheter was secured with a securacath. There were 3 cm external and the catheter ruptured at 2 cm.